Manufacturer narrative:
Initial MDR submission with device evaluation. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: unknown; batch number#: unknown. It was reported by customer that having 2 texium syringes that have leaked. They also have two items that were found to have dirt and particles inside the sterile packaging. Verbatim#: rcc received a complaint via email. Email(s) attached. I have 2 texium syringes that have leaked to send back to you. I also have two items that were found to have dirt and particles inside the sterile packaging. Please advise how I can return these to you. I have kits already, just needing labels and instructions.